Event description:
It was reported that balloon rupture occurred. The 100% target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2.5mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.